Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk, corroded battery tube and with unresponsive buttons due to keypad connector unlocked on the lcd board. However, the keypad traces was inspected and no anomalies noted. The insulin pump had cracked battery tube threads and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 27 mmol/l. No further details were provided.